Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 1.25 solid diamondback peripheral orbital atherectomy device (oad) and a viperwire peripheral guidewire were used to treat the peroneal artery. The vessel was primarily wired with the viperwire guidewire. Approximately nine treatments were performed on low, medium, and high-speed. The oad made contact with the spring tip, resulting in a guide wire fracture. The entire radiopaque tip remains in vivo. There was no wire bias. An attempt was made to balloon the fragment to the wall but imaging did not show any movement of the fragment. In addition, persistent slow flow was observed. Nitroglycerin was administered. The patient was stable. The physician did not have any concerns about potential long-term risk outcomes.

Event description:
It was reported that a 1.25 solid diamondback peripheral orbital atherectomy device (oad) and a viperwire peripheral guidewire were used to treat the peroneal artery. The vessel was primarily wired with the viperwire guidewire. Approximately nine treatments were performed on low, medium, and high-speed. The oad made contact with the spring tip, resulting in a guide wire fracture. The entire radiopaque tip remains in vivo. There was no wire bias. An attempt was made to balloon the fragment to the wall but imaging did not show any movement of the fragment. In addition, persistent slow flow was observed. Nitroglycerin was administered. The patient was stable. The physician did not have any concerns about potential long-term risk outcomes. Additional information was received and in the opinion of the physician, the viperwire guidewire was the cause of the slow flow and flow was restored on its own. The patient's wounds were healing.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation, device damaged by another device, foreign body in patient, medication required, obstruction/occlusion, unexpected medical intervention appear to be related to user error. In this case, it is possible that the material separation, device damaged by another device, foreign body in patient, medication required, obstruction/occlusion, unexpected medical intervention are the result of device placement and/or use techniques employed. It was reported the oad made contact with the spring tip, resulting in a guide wire fracture. The diamondback 360 peripheral orbital atherectomy system instructions for use (IFU) 92-10017 revision c), warns: ¿never advance the orbiting crown to the point of contact with the guide wire spring tip or other distal device. The maximum travel of the crown advancer knob¿and therefore the shaft tip¿is 15 cm. Moving the crown advancer knob forward moves the shaft tip an equal distance toward the guide wire spring tip. When moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip (or other distal device) and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip (or other distal device) is insufficient, the shaft tip may damage the guide wire spring tip (or other distal device) and result in device or component dislodgement. Distal detachment and embolization may result.¿ based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h11.